Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. The customer's blood glucose was impacted; however, the customer was unable to provide a specific bg value. The customer stated that the pump would resume after the alarms, but stated it took some time before the pump resumed. Due to persistent alarms, the customer reverted to manual injections to continue insulin therapy.